Manufacturer narrative:
H10, h3, h6. The reported device was received for evaluation. Visual inspection observed the coag pedal is bent downward. Functional evaluation revealed that the bent coag pedal causes the unit to automatically activate the pedal, on plug in this causes a button/pedal pressed error. The unit can be plugged in with the coag pedal being lifted up, and no errors occur, but returned the pedal back down automatically depresses it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, or an inadvertent impact event inconsistent with normal use.). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the intellio shift wired foot pedal middle pedal was broken. As this was noticed during installation, there was no patient involved.